Event description:
New information received notes that the device was explanted and replaced. Patient's condition was stable before and after the procedure. Review of session records by st. Jude medical technical representative notes that the overall longevity of the device indicates a normal and expected longevity of approximately 5 years and no excessive drops in battery voltage occurred.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to clinic after receiving vibratory patient notification alert, device was found to reach eri prematurely. In (B)(6) 2016, there were 1.4 years to eri and the calculated longevity estimate was 6 months to eri. In (B)(6) 2016, device showed 4 months to eri and calculated longevity was 2 months to eri. In (B)(6) 2016, eri was triggered. Premature battery depletion was suspected. Device will be explanted. Patient's condition was stable.

Manufacturer narrative:
Interrogation of the device revealed the device was at eol when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.